Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Additional information received. Indicates, the patient was asymptomatic. The right atrial (ra) lead was also noted, to be fractured. Which caused high capture thresholds in addition to the noise. Which was reproducible.